Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
References the main component of the device system; other relevant components include: product ID: neu_unknown_prog, serial# unknown, product type: programmer, physician. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving morphine [10 mg/ml] at a dose of 3.52 mg/day via an implantable pump for malignant pain. It was reported on (B)(6) 2017 that the hcp wanted to program the pump to off state not due to the device or therapy and with no symptoms reported. It was noted that the empty reservoir alarm occurred a week ago after asking the patient. The patient did not have any symptoms as a result of the empty reservoir. It was also noted that the patient was not doing well because of his prostate cancer and that they wanted to stop the pump. It was indicated that they might permanently turn off the pump later that week. The hcp was made aware of the alarm which would occur 48 hours after stopping the pump. It was discussed that to update the pump they would need to enter a false reservoir volume to program the pump to stopped mode. The hcp entered a value of 40 ml even though no fluid was filled into the pump and it was discussed that it was not recommended to be running the pump on dry but the hcp decided they were not going to fill the pump with any drug or saline. It was reported that the patient was also on oral methadone.

Manufacturer narrative:
The main component of the device system; other relevant components include: product ID: 8840, serial# (B)(4), product type: programmer, physician.

Event description:
Additional information was received from an hcp on (B)(6) 2017. It was reported that the hcp requested assistance with programming the pump off with password. It was noted that the hcp just faxed back information. It was indicated that the patient verbalized understanding the pump could never be restarted. The hcp was assisted with programming. In the information faxed back (as reported) the hcp noted that the patient wanted to discontinue morphine therapy, which led to the empty reservoir alarm. The serial number for the physician programmer that was used to program the patient¿s pump was provided.